Event description:
A valiant captiva stent graft was implanted in the endovascular treatment of a 30mm aortic dissection 3. The dissection started 3cm from the subclavian artery with tearing into the subclavian root. The plan per the physician was to block half the left subclavian artery.  During the index procedure, after a radiography was performed, the valiant captiva stent graft started  to be deployed by slowly rotating the handle. This went smoothly and no abnormalities were found. When the stent was deployed into the descending aortic portion, the grey trigger was pulled for  quick deployment. Then the large grey handle (front grip ) fell off, and the proximal end of the stent moved back during the pulling process. The physician stopped the deployment immediately, and moved forward to restore the backward movement of the stent, and continued to rotate and deploy slowly.  It was confirmed the deployment steps were followed per IFU. The stent graft deployed after opening and held the screw rod to recover the outer sheath and it was  withdrawn from the body. The stent graft was implanted in the intended position. Per the physician the cause is a product quality problem.  No additional clinical sequelae were provided and the patient is fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion; the device returned with the external slider in the home position; the tip capture release handle was partially open. There was no deformation observed to the graft cover and taper tip. The front grip was attached securely to the handle. The front grip taps were intact with no abnormalities evident. It was not possible to remove the front grip from the handle without breaking the tabs. The reported detachment could not be confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.